Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked the logs and confirmed that the patient admission and discharge were processed exactly as indicated in the message. Logged activity verified that the patient was visible and accessible during the admission window, found no errors or unexpected behavior in the pyxis system. Confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es admitted patients were falling off the device despite still being admitted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.